Manufacturer narrative:
Complained product will not be not available.

Event description:
Fire in my bathroom. Its a wall charger / melted the handle/charger - oral-b [device catching fire]. Case narrative: female consumer via e-mail reported that she had a fire in her bathroom due to the oral-b toothbrush wall charger which also melted the oral-b toothbrush handle and charger. No injury was reported.